Event description:
The customer reported that this right ventricular (rv) lead exhibited no capture and high thresholds (6.5/1). The lead was surgically abandoned on ((B)(6) 2013) and a new rv lead implanted without issue. There were no additional adverse patient effects reported. The lead was actively implanted for approximately 11 years, 9 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. A new rv lead was implanted without issue. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.